Event description:
The reporter stated that his (B) (4) hand held device was freezing during interrogation and resolving the issue required "jiggling the cable" of the programming wand, indicating that a connection problem between the two may be present. The product was returned to the manufacturer and is currently awaiting analysis.